Manufacturer narrative:
The solution was not returned for evaluation. A review of the lot batch records and chemical testing of the retain sample concluded that the product was made in accordance with applicable specifications. The doctor stated "the association with renu can be fortuitous". The doctor noted the solution was cultured and nothing was found in the solution. Based on all information, no casual factor can be determined and no conclusion can be drawn.

Event description:
Doctor reported a patient was diagnosed with bilateral fusarium keratitis. Patient was treated with topical and intravenous anti-fungal medications. A corneal grafting was performed on the right eye. The patient is hospitalized and remains under treatment. No further medical information is available at this time.